Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Advised customer that error 316 and 401 seems to be a blower issue. Asked customer to perform inspiration block/valve test since the pictures in the logs are from october. No root cause has been determined yet because the investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that during quick check of bellavista 1000 before putting the device on a patient, the technician connected the oxygen hose and the unit alarmed technical failure 389 - no o2 dosing possible. It also alarmed technical failure 316 - blower failure and technical failure 401 - inspiration valve or device leaky afterwards. No patient harm reported since the event happened prior putting the device on a patient.

Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. However, investigations performed on similar cases reported previously from this install base and it shows that extremely fine salt within the facilities environment entered the system and into the blower assembly and inspiration valve, which caused a build-up of debris and eventually generated resistance to the blower rotation. Ultimately, this caused the blower damage due to overheating. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.